Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft with xpedient delivery system was inserted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2003. The diameter of the distal aorta was 1.8 cm and the distance between the renal arteries to the distal aorta was 8.5 cm. It was reported that the physician had an introducer sheath inserted in the contralateral side; however, he was unable to gain access to the gate with a guidewire because the ipsilateral limb was already partially deployed blocking access to the gate. The physician tried to gain access with a guidewire for two hours unsuccessfully. He decided to convert the patient to open surgical repair and a conventional graft was sewn in. No clinical sequelae were reported, and the patient is reported to be doing well.